Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal, lt/rt iui and lower housing. Plunger gripper recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 06/05/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked of the cover front syringe. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA#'s noted for the following parts replaced that have an already existing CAPA. CAPA#: ca-2018-0161 for iui conn issues. CAPA#: 1604765 for syr rear case. CAPA#: fi-2017-0015 for syr gripper.

Event description:
It was reported that there was a weathered front case. Unit has a weathered front case, and there is something rattling inside the unit. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a weathered front case. Unit has a weathered front case, and there is something rattling inside the unit. There was no patient involvement.